Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed otitis media, resulting in an extrusion of the electrode array through the tympanic membrane. The patient reported a loss of sound/benefit. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.